Event description:
It was reported that during a bilateral hand and wrist exam; and while the technologist was rotating the collimator for pt positioning, the collimator detached and impacted the pts wrist resulting in a fracture of the hamate bone.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.